Event description:
It was reported that customer experienced cgm error and requested assistance. There was no reported impact to the customer¿s blood glucose level. Customer was provided pump reset instructions by technical support, planned to perform pump reset independently after returning home from work, and was advised to contact technical support again if issue persisted or further help was needed.